Event description:
Infinity pump did not alarm or shut down after food was gone and was pumping air.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 400 mg/dl (advantage) and 100 mg/dl (doctor's meter) customer was feeling dizzy at the time of the reading, and was given orange juice by her doctor. Customer was able to consume the juice on her own and felt better. No adverse event reported. Requested return of suspect device and replacement was sent.